Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2016.

Event description:
It was reported the patient received inappropriate therapy. The implantable cardioverter defibrillator (ICD) classified the atrial fibrillation with rapid ventricular response as ventricular tachycardia (vt). The device remains in use. The patient was started on antiarrhythmic medication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.